Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4), alleging that his onetouch ultra meter reverted to setup mode. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began during (B)(6) 2105 (date/time not provided). The patient manages his diabetes with metformin 850 diabetes medication. The patient stated that he took more food/drink (date/time not provided) in response to the alleged product issue. The patient claimed to have developed the symptoms of "vomiting, low glucose and sweating" after the alleged product issue began (date/time not provided). The patient stated that he received hcp treatment of IV fluids in ER during (B)(6) 2015 (date/time not provided). The patient stated that his blood glucose was tested using an ER/hospital device and the result obtained was "20 mg/dl". At the time of troubleshooting, the csr noted that the alleged product issue occurred after the battery was replaced, there was no indication of product misuse, the subject meter was not being used for the first time and the alleged product issue wasn't resolved with walk through troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient received hcp treatment of IV fluids at ER for a severe low blood glucose excursion after the alleged product issue began.